Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt caregiver has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt's caregiver stated that as she was taking the cassette out of the cycler at the end of treatment, there was fluid behind the cassette door. Leak location could not be identified. Pt had no adverse effects. Sample has not been returned to the manufacturer.